Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.

Event description:
This complaint is from a literature source: saliba I, cannell s, fontanier v, dagher t, vergonjeanne m, bauer t, anract p, feruglio s, vialle r, moussellard hp, hardy a. Predictive factors to return to sport after surgical management of ankle fractures. J foot ankle surg. 2025 mar-apr;64(2):197-204. Doi: 10.1053/j.jfas.2024.10.003. Epub 2024 oct 31. Pmid: 39486787. Objective/methods/study data: this is a retrospective study and the main purpose of this study was to identify factors which influence rts, and determine the time until rts in athletic patients sustaining ankle fractures. Between january 2020 and january 2021 patients ninety-three (93) (50 women, 43 men; mean age of 47 yrs old) patients were included in the study who underwent surgical fixation of an unstable or displaced ankle fracture. The distal fibula and medial malleolus fractures were fixed using 2.7/3.5mm locking compression plate system fixed with locking and cortex screws. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: depuy synthes, 2.7/3.5mm locking compression plate system fixed with locking and cortex screws. Adverse event(s) and provided interventions possibly associated with unk - plates: 3.5 mm lcp (qty 17) (n=17) cases of dislocation, requires reoperation. Adverse event(s) and provided interventions possibly associated with unk - screws: 3.5 mm cortex (qty 17) (n=17) cases of dislocation, requires reoperation. Adverse event(s) and provided interventions possibly associated with unk - screws: 3.5 mm locking (qty 17) (n=17) cases of dislocation, requires reoperation.